Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (exact type unknown) was used during a procedure in (B)(6) 2010 (exact day is unknown). According to the complainant, post-implantation, the patient experienced unknown injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the pinnacle posterior pelvic floor repair kit on (B)(6) 2010.

Manufacturer narrative:
.